Event description:
According to the reporter: the balloon of the trocar broke while the device was inside the pt, though it had been inflated at 20cc. The trocar was removed and the pieces of the balloon as well.

Manufacturer narrative:
(B)(4).